Manufacturer narrative:
Device disposition presently unknown.

Event description:
The manufacturer was notified that on (B)(6) 2018 a memo3d smd28 was implanted and explanted on the same day. No additional information was received.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer made several attempts to follow-up for additional information and was unable to acquire any further information about this event. Based on the initial information received it is not possible to determine the root cause of the event and no further investigations are possible at this time. If additional information is received in the future the manufacturer will reassess the investigation.